Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was depression. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for depression and movement disorders. It was reported that the manufacturing representative saw a ¿call hcp-509¿ code on the patient programmer. It was also reported that the patient saw out of the box error on their programmer. Technical services reviewed how to clear the 509 error. The manufacturing representative reported that they were going to call in with the patient. There were no symptoms reported. No complications or further complications were reported. (B)(4)2 017. Additional information was received from a manufacturing representative and a friend or family member of the patient. The out of the box error was clarified to be an in the box error. The patient¿s nurse indicated that they saw the error on (B)(6) 2017, and the patient¿s mother stated that they didn¿t check the ins until (B)(6) 2017. The patient was recently programmed to have multiple groups to program around. It was reported the patient¿s inss were programmed at the same time, using two different clinician programmers. It was confirmed that the patient¿s mother was not using antenna locate feature when the issue began, which shows that the error is due to no program being present. It was reported that the patient is not feeling as great after the visit on (B)(6) 2017. On (B)(6) 2017 the patient¿s mother was conferenced into a call with a manufacturing representative and technical services. The patient¿s ins was interrogated and it showed an in the box error. The recharger was used to interrogate the ins and it connected fine and showed a normal charging screen with all the coupling boxes. With the patient programmer, the patient¿s mother navigated to tni codes which showed a 572 error on the first screen. It was reported that the programming has been lost, and that it should be resolved with a normal clinician programmer programming session. The patient has an appointment scheduled for the coming friday to get appropriate settings. It was stated that the patient was going to be tight with the device off until that friday.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they are meeting with the patient, and when they interrogated the implantable neurostimulator (ins) it showed all programming as being on there. They were able to interrogate the ins with the patient programmer (pp) normally, which showed therapy as on. It was confirmed that the last clinician programmer session was on (B)(6). Impedances were also checked which showed to be within normal range. No further complications are anticipated.

Event description:
On (B)(6) 2017 the manufacturing representative reported never seeing nor reporting a 509 error code.

Event description:
Additional information received from the manufacturer representative (rep) reported that they received the new programmer card and found that there was no manufacturer file due to the ins being previously interrogated prior to being created. The session date was attached which showed that the ins was on when first interrogated by the rep. Impedances were all within range. No further complications are anticipated.